Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: da vinci nephrectomy. Event description: ai translated: while closing the bag, the closure bead detached from the thread. Another retrieval bag from the same box was taken, and this time the thread broke while closing. Same retrieval bag and closure with barrel forceps. Type of intervention: another recovery bag from the same box was taken. Patient status: no patient injury reported.